Event description:
It was reported that during an elective pulse generator change out procedure, the atrial lead exhibited an insulation anomaly. The lead was capped and replaced. No patient symptoms were reported.